Event description:
A report was received that the patient felt the ipg site was getting hot. It was noted that the ipg was protruding more and the skin was showing redness. The physician administered an antibiotic shot for precaution and believed that there was no infection. The patient was doing well.